Event description:
Strong resistance when cath was pulled. The doctor pushed the cath forward but the cath didn't move. The doctor made an incision in the area of balloon where he confirmed the balloon and spring separation. When the balloon and spring where pulled a section of artery tissue in this area became dislodged and was extracted along with the balloon/spr. No severe bleeding, no pt injury reported. The artery was reportedly scarred by prior surgeries.